Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. Upon exchanging an orion mapping catheter and inserting a farawave catheter into the faradrive sheath, air was coming in and bubbles were visualized in the sheath. Excessive bubbles were observed in the aspiration syringe, originating from inside the faradrive sheath. The physician believed that the valve contributed to this event. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was deemed contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.